Manufacturer narrative:
Results: neuron max 6f 088 long sheath (neuron max) was kinked approximately 2.0 and 70.0 cm from the hub. Conclusions: evaluation of the device revealed the neuron max was kinked at the hub. This type of damage typically occurs due to improper handling of the device. If the catheter is removed from its packaging with excessive force at an extreme angle, this type of damage may occur. Further investigation revealed a kink in the distal region. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed a neuron max 6f 088 long sheath (neuron max) was kinked at the hub upon opening the packaging. The kinked neuron max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new neuron max..